Manufacturer narrative:
Button error alarm and no escape button response due to flattened button dome switch. Unable to perform rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test due to no escape button response. Pump received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. The caller stated that the device had been exposed to moisture. Blood glucose level at the time of the incident was 441 mg/dl, which had not yet been treated. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.